Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working. No harm requiring medical intervention was reported. The insulin pump had keypad anomaly. The customer stated numbers were ramping or was the scroll bar moving up or down with no input from the user. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the displacement test, sleep current measurement, active current measurement and self test. Device was received with normal operating currents. Device was monitored for several hours and no unexpected powering off or blank display noted. All buttons functioning properly. No unexpected numbers ramping and scroll bar moving with no input noted during testing. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. (B)(4).